Manufacturer narrative:
This report is submitted on february 11, 2020.

Event description:
Per the clinic, the patient experienced an infection at the abutment site. The abutment was removed on (B)(6) 2020. The implant remains in-situ.

Manufacturer narrative:
Per the clinic, the infection was treated with oral and topical antibiotics. This report is submitted on march 31, 2020.